Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, sterile water leaked from the branching point between the funnel and shaft of the foley catheter, so use was suspended.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to urine meter and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and leakage observed. Leakage found at the inflation funnel near the trifurcation site from a hole measuring (6.35mm). This does not meet specification which states "pinholes are not permitted". The reported event is addressed within the labeling and is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre testing, sterile water leaked from the branching point between the funnel and shaft of the foley catheter, so use was suspended.